Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical supervisor reported to a company clinical applications specialist a patient that had a partial flap during laser flap creation in the left eye. The flap was only created about one third of the way before an error message occurred. The surgeon decided not to proceed with surgery on the left eye and sent the patient home to heal. The patient will return for additional surgery at a later date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information provided indicated a partial, raster only was created. The patient was successfully treated on a follow up visit in the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the day of treatment shows the error message occurred two times. The first one occurred during a surgery for right eye before laser firing. The second message occurred during a surgery for left eye after laser firing. The treatment was canceled. The reported event could be confirmed, but the root cause could not be identified by reviewing of the logfile. During technical onsite visit the field service engineer (fse) replaced euf pcb board. The system meets specification. The root cause could be identified conclusively. The most likely root cause is a faulty euf pcb board. (B)(4).